Event description:
The customer reported there was an error stating that there was air in the line. ICU staff noted the bags appear to be sucking air into the system.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on(B)(6) 2023. One unused and unopened physical sample was received at the manufacturing site for investigation. The sample was inspected, and the reported condition could not be confirmed; during evaluations no anomaly was detected outside of the quality standards. In addition, a gemba was performed at the manufacturing site and no issues were observed. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. To raise awareness, the appropriate personnel has been notified of the reported condition. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Section b5 updated to include additional information provided by the customer. Please disregard section b3 date of event which previously reflected 12-apr-2024.

Event description:
The customer reported there was an error stating that there was air in the line. ICU staff noted the bags appear to be sucking air into the system. Per additional information provided, the issue occurred during patient use. There was no patient harm. However, it is delaying nutrition and causing significant nursing delays.